Event description:
Ous MDR - on the (B)(6) 2015, home monitoring service informed the center that the device switched to back-up mode. As patient was implanted in 2013, battery depletion cannot be the main cause of the back-up mode switch. Physician decided to explant the device but patient refused at that time, eventually patient accepted the replacement procedure in (B)(6) 2016. The device has not been returned. The exact explant date was not provided.

Manufacturer narrative:
Based on the manufacturers analysis of this device, this event was deemed not reportable. The device was fully functional at the time of explant. Closing report.